Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump screen had scratches on the screen, rainbow effect and hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had unexplained, random no delivery alarm, diminished battery life, rewind was longer. The insulin pump will not be returned for analysis.